Manufacturer narrative:
(B)(6). (B)(4). Uf / importer report number mw5076249. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix 1000ml eva total parenteral nutrition (tpn) bag leaked from the administration port. This event occurred after filling and before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.